Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass during prime, a puddle of prime was noticed underneath the water outlet port on the oxygenator. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on apr 30, 2019. Upon further investigation of the reported event, the following information is new and/or changed: method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331- analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. The returned sample was visually inspected, confirmed damage to the water outlet port. It was set up in a circuit and leak tested, no leaks were noted when the outlet port had tubing attached to it. A retention sample from the same product and lot number was obtained, no damage was noted. All capiox units are 100% visually inspected at several points in the production process. It is likely that the observed damage caused by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.